Manufacturer narrative:
Intracorporeal anastomosis versus extracorporeal anastomosis following laparoscopic right hemicolectomy: surgical outcomes of a single-center observational study. Ahmed elhoofy, mostafa nagy, abdelrahman m. Elghandour formosan journal of surgery 58(1):p 14-17, january 2025. / doi: 10.1097/fs9.0000000000000182. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study of 138 cases comparing intracorporeal anastomosis versus extracorporeal anastomosis after laparoscopic right hemicolectomy for benign and malignant diseases between 2021 and 2023 was completed. Although the article lists a competitor product, the image shown of the stapler is a covidien endo gia stapler. An endo gia stapler was used for transection and anastomosis of the bowel in all cases. Complications listed included seven anastomotic leaks, three anastomotic bleeding, one intestinal obstruction, and two fistulas. Interventions listed include readmission and percutaneous radiological intervention. Other complications not device related included surgical site infections and pneumonia.